Event description:
It was reported that the insulin pump alarmed button error and had sticking buttons, as well as scrolling numbers. The blood glucose reading was 110 mg/dl. The customer stated that she went to the bolus wizard to input the carbohydrates, the numbers would not stop scrolling until she replaced the battery. She also noted that the insulin pump had been alerting low battery all day, despite her having already put a new battery in the insulin pump. No significant events leading to the keypad issues or alarm were observed. She reported that the act and esc buttons would not clear the button error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation and had operating currents within specification. No battery alarm was noted. The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. No display anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.